Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and a deflection test of the returned device was performed. Visual analysis revealed that the tip of the device was broken with exposed wires; no other damage or anomalies was detected during the visual inspection. Then, a deflection test was performed and the device was deflecting correctly, within specifications. No deflection issues were observed. A manufacturing record evaluation was performed for the finished device 31330710m number, and no internal actions related to the reported complaint condition were identified. The deflection issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred that may have affected its performance. The broken tip detected during the test was unrelated to the reported event by the customer. The potential cause could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use contain (IFU) the following warning and precaution: always place the rocker lever in the neutral position to straighten the catheter tip before insertion or withdrawal of the catheter. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a right-sided atrial flutter ablation procedure with a ez steer¿ nav ds bi-directional electrophysiology catheter and post procedure, the bwi product analysis lab identified a broken tip with exposed wiring. During the procedure, the physician stated that the deflection was not adequate and the catheter was not maneuvering appropriately. The catheter was removed from the patient and it was noticed that the catheter had a kink in the shaft. The catheter was replaced. The procedure was continued. No patient consequences were reported.